Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be "anticipated procedural complication".

Event description:
Same case as MFR report #: 2134265-2009-00185. Clinical study. It was reported 201 days following a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure that the patient experienced a reinfarction with late stent thrombosis. The index procedure treated the de novo, 95% stenosed 3x30mm lesion located in the mid to distal mid portions of the lad (left anterior descending) artery. Treatment consisted of pre-dilation, placement of two overlapping taxus express2 drug eluting stents (2.5x24mm, 3x28mm) both which were deployed at 20 atm's and post dilation. The patient was asymptomatic until 201 days following the index procedure, in which he returned with chest pain and showed ECG evidence of an anterior acute myocardial infarction. Coronary angiography the same day revealed late stent thrombosis in the proximal mid lad. Primary pci reintervention consisted of multiple balloon inflations and thrombaspiration which restored a final tmi 3 flow. The patient ws admitted into the cardiac care unit and was asymptomatic and stable with ECG resolution post pci. Concomitant medication history is asa, plavix, blocker and statins. The investigator listed the device relation as "possibly related".